Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was sparking when it was plugged in. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was sparking when it was plugged in. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
The root cause was determined to be due to the power plug ¿ heat/melting. Based on the risk documentation, this can occur if the live leads are loose inside the plug due to the plug being damaged. Based, on the risk documentation, this same thing can result in the plug sparking when plugged into or removed from the outlet. The technician replaced the power cord and the rover functioned as intended.